Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Using a new transfer guard, performed pre-fill test to reservoirs, and the transfer guard passed per inspection. No occluded anomalies were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the reservoir was replaced. The device did not alarm no delivery with manual prime. The customer was advised that the reservoir may have had an occlusion. The customer was advised to return reservoir for analysis, and that it would be replaced.